Event description:
Customer reportedly received the following results on the inform system within 10 minutes: lo (result under 10 mg/dl) and 99 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.